Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her daughter was hospitalized and due to diabetic ketoacidosis and high blood glucose was 700 mg/dl on (B)(6) 2019. The customer¿s blood glucose level was 480 mg/dl at the time of incident. The customer was treated in the hospital. The customer had symptoms such as nausea and gastroparesis. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they allege pump was under delivering insulin pump did not have a low reservoir alarm and saw that the reservoir was already empty. The customer was advised that they had inaccurate pump settings may result in high blood glucose. The insulin pump will be returned for analysis.